Event description:
The customer reporter an intermittent problem with lift function. The problem did not occur during a case.

Manufacturer narrative:
The service rep tightened the wheel caps on the mainframe. He could not duplicate the lift issue. The rep reseated connections to the ps3 power supply and verified wires to up/down buttons are not crimped. The rep verified lift function and verified system boot and fluoro function. System operates as intended.